Event description:
The manufacturer received information alleging the device spontaneously would shut down. The device was replaced by another device at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.